Event description:
We received medwatch u/f importer report # (B)(4) with the following information: "in the neuroicu: the external ventricular drain (evd) transducer stopcock attached to the evd drain tubing and patient evd tubing completely detached from the main evd drain ( the part of the evd device that has the cmh20 mmhg). This patient has his evd setting ordered as otd @ 15. At the time is part fell off, the drain was tm @ 15, so no harm caused. However, if the drain was otd and this part fell off, the patient would have dumped large amounts csf fluid, exceeding the hourly max and causing harm. The part was reattached to the evd drain system and taped to secure in place. Md was paged to ask if she would like to swap the entire evd set up to prevent harm. Waiting for md to return to assess drainage system."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Accudrain without the anti-reflux valve (ins8400) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Also, no photo was provided to confirm the reported condition. Therefore, the reported condition is considered unconfirmed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.